Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that it appeared the patient received a shock from their cardiac resynchronization therapy defibrillator (crt-d) due to the patients "shoulders coming up like he got a shock". Patient is in hospice and was unconscious at the time this occurred. It was also reported to have occurred with the detections programmed off. The device is still in use. No further patient complications have been reported as a result of this event.